Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that a (B)(6) male pt, exposed to carbon monoxide, went into cardiac arrest while being transported to the hospital. Upon attempting to discharge, device internally dumped energy and failed to discharge. Upon a second attempt to defibrillate pt, device failed to discharge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.